Event description:
It was reported that the implantable pulse generator (ipg) had reached elective replacement indicator (eri) six months ago and there was a large increase in battery impedance since then. Also, the device outputs had been programmed low but had gone high. The device remains in use, but is planned to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).